Event description:
Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: fluids and red particles. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.